Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. No additional patient or event information was available. Reportedly, the customer continued to use the pump for insulin therapy.